Event description:
It was reported that the patients spinal cord stimulation (scs) paddle lead had high impedances. The patient underwent a scs explant procedure and was doing well postoperatively. The explanted devices were not returned per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: artisan lead 50 cm. Unique identifier (UDI) #: (B)(4).